Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was in an overdischarge state. The patient stated that their whole battery was dead, so it was replaced. It was noted that they tried to ¿jumpstart¿ the ins but was unable to. The device was explanted on (B)(6) 2017. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.